Event description:
Device malfunction: loss of vessel access. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician in-training in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the device was retracted too far to locate the arterial wall causing the locator wings to pull out of the artery. The safety release was activated and the device was removed. Manual compression was applied to achieve hemostasis. There were no reported pt adverse effects. No additional information was provided.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record for this lot did not produce any findings relevant to this report.